Manufacturer narrative:
This medwatch is for suspect device in coaguchek s system. For patient 1 reference medwatch with (B)(4) for suspect device in coaguchek xs system. For patient 2 and 3 reference medwatch with (B)(4) for suspect device in coaguchek xs system. For patient 4 reference medwatch with (B)(4) for suspect device in coaguchek xs system. Patient 2: deep vein thrombosis and rle. No other information provided.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek s system. For patient 1 reference medwatch with (B)(4) for suspect device in coaguchek xs system. For patient 2 and 3 reference medwatch with (B)(4) for suspect device in coaguchek xs system. For patient 4 reference medwatch with (B)(4) for suspect device in coaguchek xs system. Patient 3: chronic anticoagulation. No other information provided.

Event description:
Caller states during a correlation study the following coaguchek xs/coaguchek s results were obtained: patient #1: 2.2 inr/1.6 inr, patient #4: 3.2 inr/2.3 inr. Medications adjusted based on device results. No adverse event reported. Requested return of suspect system and a replacement sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek s system. For patient 1 reference medwatch with (B)(4) for suspect device in coaguchek xs system. For patient 2 and 3 reference medwatch with (B)(4) for suspect device in coaguchek xs system. For patient 4 reference medwatch with (B)(4) for suspect device in coaguchek xs system. Patient 4: transient ischemic attack. No other information provided.

Event description:
Caller states during a correlation study the following coaguchek xs/coaguchek s results were obtained: patient #3: 2.7 inr/2.0 inr, patient #4: 3.2 inr/2.3 inr. Medications adjusted based on device results. No adverse event reported. Requested return of suspect system and a replacement sent.

Event description:
Caller states during a correlation study the following coaguchek xs/coaguchek s results were obtained: patient #2: 2.4 inr/1.9 inr. Medications adjusted based on device results. No adverse event reported. Requested return of suspect system and a replacement sent.